Event description:
The lead was returned, analyzed and tested out of specification. The lead was explanted post mortem and the death was unrelated to the out of specification finding.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: d154awg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2008; 6944-65 implantable tachy lead, implanted: (B)(6) 2001. (B)(4).